Manufacturer narrative:
A machine investigation by the fresenius regional equipment specialist (res) was conducted and the reported problem of the conductivity dropping without the activation of the alarms could not be duplicated. (B)(4).

Event description:
According to (B)(6), rn, the theoretical conductivity (tcd) was 13.7 and the hemodialysis machine was started with a conductivity of 13.8. Approx 30-45 minutes into a hemodialysis treatment, she noticed air in the bicarb line from the supply jug. She also noticed that the conductivity was dropping from 13.8 to 13.4 to 13.1 and finally to 12.1 without a machine alarm. The alarm limits followed the conductivity reading which she found to be unusual. She watched the machine for approx 5 minutes and then moved the alarm limits up to 13.4, the machine then gave an alarm and went into bypass.